Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6) 2019, plaintiff underwent placement of the of the angiodynamics xcela port, lot number 5308985. The device was implanted at(B)(6). In 2024, the plaintiff's port was subsequently removed due to infection of the port (staphylococcus epidermidis).